Manufacturer narrative:
Date of birth - (B)(6) 1953. Date of event - (B)(6) 2013. Exact event date of (B)(6) 2013 was provided. Previously reported "problem occurred 1 day after surgery" no longer apply. Device evaluation: visual inspection was not performed as complaint device was not returned for analysis.   Manufacturing record review for this production order (po) revealed that this serial number lens was manufactured according to specification. There is no associated deviation or non-conformity reports found during the manufacturing record review for this complaint. At final inspection all products are subject to cosmetic inspection prior to optical testing. Only units that meet cosmetic inspection criteria are then subject to optical inspection. The in-line optical inspection data shows the lens is within power specification; hence the lens meets the specified cosmetic requirements. A review of the complaints related to the production order was performed and the results revealed that no other complaints for this order number were received to date.   The directions for use (dfu) was reviewed which adequately provides warning related to perception of halos and glare and associated effects of this phenomena under certain conditions.   Based on the investigation results, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). To date, the intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported via the doctor, that his patient who underwent two (2) lens implants in 2013, (2+ years ago) is still complaining of debilitating glare and halos issues. To date, the lenses remain implanted. Patient specifics include: right eye - lens implant performed on (B)(6) 2013. Left eye - lens implant performed on (B)(6) 2013. Patient received lasik, yag caps post-op, alphagan. Additional information received stated problem occurred 1 day after surgery after both eyes, and then got a little better but then eventually worse. There are no plans to explant the lenses at this time. This report represents the lens implanted in the patient's right eye.